Event description:
Reporter alleged blood glucose measured 312 mg/dl back to back with the dr's result of 88 mg/dl when testing was performed 10 minutes apart. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.